Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient did not place the ipg into surgery mode prior to undergoing an unrelated surgery on (B)(6) 2018. Postoperatively, the ipg would no longer connect with external devices, and the patient received a message stating there was a connection problem with the generator. As a result, the patient may be awaiting surgical intervention.